Manufacturer narrative:
Result: multiple impacts damaged the head right siderail assembly.

Event description:
It was reported by service report that the head right siderail was broken. It is unk if there was pt involvement. However, no adverse consequences were reported.